Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 09-oct-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain, high impedance on electrode 6 (>10000), loss of stimulation, and intermittent stimulation issues. The patient was alive with no injury. Troubleshooting was performed, including reprogramming. The issue was ongoing, and a lead revision was planned per the patient's request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(6), implanted: (B)(6) 2008, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that a full replacement of the system was completed on 26-mar-2025.